Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was 63+ mg/dl. The customer stated that he inserted a new battery and the pump is not letting him do anything. The customer stated that there is a dark screen. The customer stated that the pump was neither exposed to extreme temperature not direct sunlight. The customer stated that the black screen did not disappear. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with frozen display the problem is isolated to the lcd board. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.